Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysteroscopy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, fatigue, dysmenorrhoea and dyspareunia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, bladder/urinary problem, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal infection, vaginal discharge, fatigue. Event outcome were added. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, facial operation, eye operation and tubal ligation. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included pharyngeal swelling with iodine. Concurrent conditions included morbid obesity, asthma, anemia, hypertension, multiple allergies, vaginitis, abdominal pain, ovarian cyst, back pain, shoulder pain, smear cervix abnormal, vaginitis bacterial, renal calculus, urinary frequency, vaginal itching, vulval abscess, nabothian cyst, vaginal irritation, cervicitis, bronchitis, nicotine addiction and uterine fibroid. Concomitant products included fexofenadine hydrochloride (allegra), hydrocodone bitartrate;paracetamol (norco) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dysmenorrhoea (""dysmenorrhea" (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fungal infection ("yeast infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), the first episode of allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions") and the second episode of allergy to metals ("nickel allergy"). The patient was treated with surgery (hysteroscopy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, bleeding menstrual heavy, vaginal infection, vaginal discharge, fatigue, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fungal infection, rash, skin disorder and the last episode of allergy to metals had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of allergy to metals, bleeding menstrual heavy and the second episode of allergy to metals to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, bladder/urinary problem, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, rashes, skin conditions and nickel allergy. Outcome for events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, rashes, skin conditions, nickel allergy, dysmenorrhea, fatigue, pelvic pain and dyspareunia were resolved. Medical history, concurrent condition and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.